Manufacturer narrative:
The device was not returned for eval and the device's lot number was not provided. Therefore, a review of the lot history record could not be performed. There is no evidence that indicates the device did not meet spec and that it did not perform in accordance with its specs and the IFU. The etiology for the pseudoaneurysm was not clear given that vessel wall disruption may have occurred with any combination of the initial stick, placement, removal, or manipulation of the procedural catheter, and/or placement of the mynx catheter and/or balloon for extravascular sealant placement.

Event description:
A female pt with history of hypertension, hypercholesterolemia and hypothyroidism underwent an uncomplicated carotid intervention procedure in 2007. The physician reportedly used the mynx vascular closure device per IFU but some oozing was noted post procedure, and a femstop was applied. Further details regarding the mynx procedure were requested, but not provided. Hemostasis was successfully achieved. And the pt was discharged on the next day without complication. On the following month, the pt returned with complaints of swelling, redness, and tenderness at the access site, which was diagnosed as a right common femoral artery pseudoaneurysm. The pt was sent to surgery for pseudoaneurysm repair. Which is standard of care at this facility. A culture of the groin area showed no organisms, yeast or fungal elements, and no growth aerobically or anaerobically. The pt tolerated the procedure well without complication and was discharged two days later, without further incident.